Manufacturer narrative:
Product investigation completed. The cylinders were visually inspected and functionally tested. Both cylinders had pinhole leak that was the result of fatigue and wear at a fold in proximal cylinder body; hole was found at corner of a fold. Both cylinders were not functional test due to leaks were identified. Both cylinders had fold that indicate possible buckling of the cylinders in the proximal cylinder body. Both cylinders had wear at fold in cylinder body as well. The kink resistant tubing (krt) of both cylinders were worn to filament. The reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The pump was visually inspected. The pump krt was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8 lb. Activation test. The pump therefore required more than 8 lbs. Of force to activate. Product analysis confirmed the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). During the procedure fluid loss was noted as the system was void of fluid upon explant. The patient did not experience any adverse events at the time of surgery.